Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased and a cardiac tamponade was observed. The case was aborted. A pericardial drain was performed to drain the pericardial fluid. The patient stayed in the intensive care unit (ICU) overnight for monitoring. No further patient complications have been reported as a result of this event.